Manufacturer narrative:
Batch review performed on 13.08.2021: lot 133081: (B)(4) items manufactured and released on 7-10-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017.

Event description:
7 years and 3 months after the primary surgery the surgeon revised the stem due to periprosthetic loosening of the stem (only stem was revised).

Manufacturer narrative:
Clinical evaluation performed by medical affairs director. Stem revision performed 7 years after primary cementless total hip arthroplasty. No information concerning patient age and general health status is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible and the stem looks slightly undersized. The reason of this choice cannot be assessed on the basis of a single anteroposterior radiographic projection. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. On 20 october 2021 we received the information that the device is not available.